Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer's wife called in to report a keypad anomaly, a battery out limit alarm, and possible moisture exposure to the device. The customer's blood glucose level was 128 mg/dl. The caller stated that they would use a loaner insulin pump until they came back from vacation. Nothing was replaced or returned.